Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their freestyle libre charging cable "melted" while charging it was charging in a camper. Customer further reported visible smoke and fire marks that were left on a pillow. There was no report of death, serious injury, or mistreatment associated with this event.